Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer was leaking. Customer reported that yellow fluid was leaking onto the inside top quick disconnect (qd) 2 on the bottom of the main diluter module. Customer indicated that the leak appeared to be coming from waste pinch valve. Customer reported that the leaked fluid spilled onto the counter and onto the floor. Customer reported that the volume of the leak was approximately 200 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a cut tubing due to wear at valve vl43. The fse replaced tubing and primed the instrument.

Manufacturer narrative:
(B)(4).